Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have one of components disassembled / missing the components were not returned. Photographs were provided. The device history records for item were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This device is confirmed to have been a part of an investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned missing a bearing. All pieces have not returned. Attempts have been made, but no further information is available at the time of this report.